Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that during preventative maintenance it was noticed the device was leaking. No patient involvement and no patient adverse event reported.

Manufacturer narrative:
D4: correction. H3: one pump was returned for analysis in used condition. Visual inspection showed the enclosure was cracked under the quick connect and the water tank cover was also cracked. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing was performed, and the reported issue was confirmed. The cause was identified to be the enclosure and water tank cover. No action was taken as the device was scrapped.